Event description:
The report we received from our affiliate indicated that during a post-dilatation of a wall stent in the sfa, the balloon burst at two atmospheres. There was moderate calcification and vessel tortuosity, with 75% stenosis. A competitor's balloon of unk size (boston scientific) was used to successfully complete the procedure. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep. There was no report of patient injury. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.